Event description:
It was reported that the patient was experiencing increased charging issues and unable to hold a charge for more than 3 days at a time. The patient underwent implantable pulse generator (ipg) replacement procedure. Patient was fine postoperatively explanted product was not released by the facility to be returned.